Event description:
This device was implanted on (B)(6) 2008 and remains implanted at this time. This is noted during patient remote monitoring, the shock impedance passed from 74 to 47 ohms, all other lead values are stable. The patient to resend a new interrogation and will decide if the physician is going to do a defibrillation test after. The physician was dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).